Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The two additional ht bmw elite guide wires referenced are being filed under separate medwatch reports.

Event description:
Reportedly, three .014 ht bmw elite guide wires were ordered without marker; however, when using the guide wires the marker was visible at around 4.5 centimeters from the tip. The procedure was successfully completed with the same bmw elite guide wire. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The non-marker solder was 4.5cm from the distal tip confirming that the reported appearance of a marker was a solder joint. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.